Event description:
As reported by the user facility: reports there was a lot of back pressure and medication was not being delivered through the tube. A maintenance IV was running at 42 ml/hr and chemo therapy medication (carboplatin) was running at 250 ml/hr. However, both would not run at the same time. The nurse felt pressure and the alarm on the pump read "occlusion." As the nurse removed the set, it sprayed chemo on her. Another set was then used with no issues.

Manufacturer narrative:
(B)(4). One used y-extension set, with packaging identifying the reported lot # 0061291384, was received for evaluation. The b. Braun y-extension set was connected to two other unknown (not b. Braun manufactured) sets at both female adapter connectors. The unknown sets were removed from the b. Braun y-extension set. The y-extension set was then subjected to blockage (occlusion ) and air pressure (leakage) tests according to specification with acceptable results. There were no occlusions or leakages observed within the set or at the luer connectors during the testing time frame. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.